Manufacturer narrative:
D9 device received date: 5 aug 2024. Investigation summary: received three (3) new 011-am3006 for inspection. No defects or anomalies noted. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. There was leakage from the white button on two (2) of the three (3) samples. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. A device history review lot and relevant commodities were reviewed, the following discrepancy was identified: exception type: ncmr, document ID: (B)(4), lot#: 13777320. Discrepancy: " part: x1-smv of the following ICU lot at slc has been placed on hold proactively, for the field complaint issue associated with the 1o2 valve. Potentially impacted lots at eda. A CAPA was opened for this issue.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 201 cm (79") bifuse ext set w/6 gang 1o2¿ manifold, 8 clave¿ clear (green rings), back check valve, 3-port nanoclave¿ manifold, check valve, rotating luer, filter cap generated a leak during patient use. The following issue was reported by the customer: ¿during use, as soon as it starts, the infusion liquid escapes and beads from the ¿white button¿. This incident occurred more than 10 times in a week, with the same lot number, but with different operators¿. The status of the product at the time of the event is during use. The product is available for evaluation. The patient¿s health condition was unchanged, no one was harmed, there was a delay of 20 minutes in therapy, the therapy was successful, no blood loss, there was exposure to the solution, and there was unprotected exposure to the patient/healthcare provider, the medication used was physiological saline solution, 5% glucose solution and there were no holes, cuts, tears or other defects with the device.